Event description:
It was reported that; occipital plate broke inside patient. This was discovered during a follow up visit.

Manufacturer narrative:
Method: device not returned; results: manufacturing records could not be reviewed because no lot was provided and the parts remain implanted. Conclusion: the x-rays were reviewed and revealed a plate that appeared too high and lack of a cross connector, which aids to stabilize the construct (as recommended in the surgical technique), so the probable root cause is the user.

Event description:
It was reported that; occipital plate broke inside patient. This was discovered during a follow up visit.